Event description:
Pt's 508 model pump was upgraded to the paradigm pump. Moisture was found in pump. Later when batteries were replaced the device lost its programming. Two more times when batteries were changed the device lost its programming. A new device was sent and within two weeks it lost its programming again. Rptr has found that there have been many problems with this pump. In addition the alarm did not sound. Rptr is concerned that if the device had lost its programming at night pt could have died. Rptr has had to get four different pumps. They now want to use the model 508 again and it didn't have what was needed to connect to the pt. Rptr has problems with co's service practices. Rptr found an article on the internet by a minimed employee saying that the device had come out too fast. Rptr has seen a website that discusses other problems: www.diabetesnet.com_diabetes-technology.